Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of ten of peritoneal dialysis therapy. It was reported the cause of the alarm was use error, the patient was not connected when therapy initiated. Technical service (ts) advised the patient to turn on and off the device and reviewed with the patient possible causes of the alarm. The proper procedures were reviewed with the patient. Ts assisted the patient in ending therapy and advised the patient to perform manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient not being connected when therapy initiated, is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.